Event description:
Reportedly, during patient use, a 'system error' occurred and the unit switched to backup ventilation/ safety ventilation mode with the appropriate visual and audio alarms. The patient was transferred to another ventilator. There were no reported serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4).